Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues charging their implant and the issue began a couple days ago. Pt stated this morning it stopped and it wasn't charging right and they couldn't seem to get it on the spot. Pt stated they were working on it for 30 minutes and the issue didn't resolve. Pt noted they called about their controller not charging yesterday; pt noted they got their controller to charge to 80% and now their implant was at 0. Pt noted it went lose when you moved it around a little bit and pt had trouble getting it on the spot. Pt noted if they laid back then it went off. During the call patient services (pss) walk ed pt through removing the battery pack and plugging controller into the ac power supply cord; pt had to try multiple outlets and pt was able to get a green light on the ac power supply cord. Pt plugged the cord into the controller and pt denied the controller powered on. Pt denied damages on the ac power supply cord and pt grabbed a flashlight but could only see 4 pins in the controller charging port. The issue was not resolved. A replacement controller was sent out. Pt called back stating they were sent a new controller and they could not get it set up. Pt wanted to know if they had to take the battery pack from the old controller and put it into the new one; ps reviewed. Pt noted they did not know they would have to recharge everyday, the pt charged their ins to 90% last night and it was in the orange now. During call ps assisted pt on setting up the controller. Pt kept on saying this was awful and horrible. Pt was able to set up their controller and recharge at excellent. Pt requested assistance setting the date / time. Pt is able to connect to the ins to charge. Controller is 90% and the ins is 50% pt has excellent charge quality.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# , serial# (B)(6), product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), h3: analysis of the 97745 controller (s/n (B)(6) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.